Manufacturer narrative:
Pump passed displacement, prime/a33, basic occlusion and no delivery tests. However unit had motor error alarms during occlusion test due to faulty fsr. Unit had cracked reservoir tube lip, case window display corner and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 17 mmol/l. Troubleshooting was performed. The device was returned for analysis.